Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. This rv lead was explanted. There were no additional adverse patient effects reported.

Event description:
This patient presented to the hospital with sepsis prior to the system revision. No septic shock was present and there were no signs of infection at the device implant site. The physician chose to remove the system and treat the infection with antibiotics. No additional adverse patient effects were reported.